Event description:
A consumer reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient not able to see definition of the object inside the plate and she can¿t see her eye lashes when one eye closed. Additional information has been requested and received stated that patient had second eye done and everyone was fine, and she had noticed that she just needs a little more light than prior to surgery as she could see extremely well up close. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).